Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that although the customer battery was charged for 18 hours in customer device it will not power on via battery power. The dc fuse on the system board is open circuited. Once the open was bypassed the customer battery was able to be charged and remained powered on using battery power and remained on for 8.5 hours. The low battery alarm annunciated upon low battery power.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that unit will not hold a charge. The green ac power icon does illuminate. Customer states that the battery lasts 1 hour. The customer does not know how long the battery is expected to last. There was no known impact or consequence to patient.